Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with hardware low level failures error. The blood glucose was 267 mg/dl at the time of the incident. During troubleshoot after self-test customer received second hardware low level failures error is being replaced due to pump errors. The current blood glucose was 142 mg/dl. Customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Customer declines to continue troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.